Event description:
Reportable based on device analysis completed on 24 jan 2025. It was reported that the guidewire could not cross due to wire lumen damage. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 4mm x 40mm x 146cm coyote es balloon was selected for selected for use. During the procedure, it was noted that the guidewire was unable to cross, probably because the wire lumen was flattened. The procedure was completed with a different device. No patient injury reported. However, device analysis revealed a hole at the buckling.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling 6.7cm from the tip. Microscopic examination revealed a hole at the buckling. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that would have contributed to the reported difficulty to track over wire.